Manufacturer narrative:
Failure analysis noted that the pump had a grinding noise during rewind due to faulty motor assembly. The pump had scratched lcd window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a rewind anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 112mg/dl. The customer stated that the motor seemed to be struggling when rewinding. The motor or piston sounded like it popped a little. The customer went on the backup plan. Troubleshooting was not performed. The device was returned for analysis.